Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 6 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ ms4k: totara: drawer pkt failed. Case: (B)(4) ¿ hop november 21,2021 - 12:00 pm pst - ms - totara - main drawer cubie require maintenance. Case:(B)(4) ¿ drawer failure. Case: (B)(4) ¿ drawer failure. Case: (B)(4) ¿ ms - station totara - whole top drawer pocket lid unable to open. Case: (B)(4) ¿ drawer req. Maint.-totara. A review of the device history record for sn 13650634 was performed from the date of manufacture, 11-apr-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred. A technical support specialist dialed in and checked that the dosage in the drawer did not match the dosage assigned to the patient. Unable to call back user hence the case was closed. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis medstation 4000 system had a drawer failure. Nurse unable to pull meds from drawer 2-1 and option to pull grayed out saying that the meds were not loaded. There were no adverse events or injuries reported based on this incident.